Event description:
It was reported that the patient presented to the clinic due to pocket erosion. It was noted that the implantable cardioverter-defibrillator (ICD) has eroded from the pocket. The ICD was explanted. The patient was in stable condition throughout the procedure.